Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure the right common femoral artery after a diagnostic procedure. Reportedly, when the plunger was retracted, no suture was present. Hemostasis was achieved using manual compression. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found both cuffs were captured and attached to the needle tips, the link had been pulled from the posterior cuff. A link detachment will result in a failure to retrieve the suture during plunger removal and can appear very similar to the reported needle to cuff miss/suture not being present. Because the device was received with both of the cuffs captured during deployment and attached to the needle tips, the report of cuff miss could not be confirmed. No device deficiency was detected during the examination of the returned device. A link detachment can be influenced by, but is not limited to: manufacturing, excessive force during plunger removal, jerky motion or a side wall stick, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.). Gently removing the plunger during the first 2 cm can reduce the link breakage. A review of the lot history record did not reveal any relevant nonconforming material record associated with this lot. In addition, a quality control audit inspection is performed to verify product quality. Based on the investigation findings, the link detachment experienced during use appears to be related to the operational context. All products are subject to inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality. There does not appear to be any indication of a product quality problem. No manufacturing or quality inspection issue was detected.